Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing and eating usual breakfast and lunch, with cgm readings rising to a peak of 311 mg/dl and remaining in the high 200s despite no device alerts and no noted infusion set leaks or disconnections; the user suggested possible reduced absorption at the infusion site and planned to change the site and supplies if no improvement occurred. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.